Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with (B)(4) staples left in the cartridge indicating that at least (B)(4) staples have been fired by the end user. (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form correctly. The staple did not close completely. Another attempt was made and the staple was, once again, unable to close completely. Several more staples were fired with the same issue for each staple. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the lab inventory stapler was inserted into the returned sample. The stapler was reassembled and the trigger was engaged. Other remarks: upon engagement of the trigger, the staple was unable to close completely. This was repeated a couple more times with the same results. It was confirmed that the anvil of the returned sample was not the root cause of the device failing to function properly. The forming tool from the returned stapler was inspected and no abnormalities were detected. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to be unable to form correctly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.

Event description:
The staples do not close but stay open after activation. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1500126 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not close but stay open after activation. The patient's condition was reported as fine.